Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Customer stated that the needle was protruding through the lancing device end cap. The drum was properly seated. No adverse event alleged. A request was made for the return of the device.